Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter alleged the needle from the safe-t-pro plus lancet protrudes outside the end of the cap. Reporter also alleged that the nurse using the device, accidentally stuck herself with the protruding needle that had previously been used on a patient. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.